Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. Ventricular septal defect (vsd) is an infrequent but known potential complication of the tavr procedure and can occur with bav or valve deployment. A small vsd may not require treatment and may be treated conservatively. A larger vsd can cause hemodynamic instability and will require surgical intervention according to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to the procedure itself, some unknown patient factors may have contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
During the transaortic tavr procedure, the patient developed complete heart block following deployment of a 23 mm sapien valve. Temporary pacing was started. During closure of the mini-sternotomy, a small ventricular septal defect (vsd) in the left ventricular outflow tract (lvot) at the level distal to the valve stent was detected on echo. Following the procedure the patient was transferred to the ICU in stable condition with the temporary pacemaker in place, but turned off. No intervention was performed on the vsd. However, the heart block progressed to complete heart block and the patient received a permanent pacemaker 4 days post tavr. The native valve was described as moderately calcified and the valve was deployed in a 50:50 position. Per the physician, the heart block was likely caused by the vsd created during valve deployment.